Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed and reproduced the downstream occlusion alarms, and found that the downstream sensor current readings with a fluid filled loaded to be above specification. Additionally, the downstream pressure plate gap was found to be out of specification. It was determined that these were the cause of the false downstream occlusion alarms. As a result, the downstream sensor has been re calibrated.

Event description:
It was reported that a spectrum pump alarmed for a constant downstream occlusion alarm. It was also reported that there was no patient involvement.